Event description:
The complaint was reported as followed: "the cannula was inserted to the prong base part far too deep so that the cannula tip blocked the oxygen flow through prongs. Later, the cannula was found detached from the prong base."

Manufacturer narrative:
Based on the information provided, this event is deemed a reportable malfunction. Based on the batch information provided, the investigation indicated that the reported complaint was an isolated quality issue attributed to a mistake of the production operators. A review of the batch records for product h1820 manufactured during the last twelve (12) months revealed that the product has been manufactured according to specifications and no similar quality issues were observed during in-process and final inspection. A year historical review of revealed this to be the first complaint of this nature for product h1820 and equivalent nasal cannula products. A general re-training to production operators has been conducted, reemphasizing the importance to follow-up with their work instructions, in order to prevent reoccurrences of reported complaint. Should additional information become available, a follow-up report will be submitted.